Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information; the customer further reported that there were no other devices were replaced in the procedure and the procedure was completed with the same device which failed in the middle of the procedure. There was no delay in the procedure. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The defective front panel led display is due to the normal age-related deterioration rather than 8 years after manufacturing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device (with power cord) was returned to the service center. The evaluation could not confirm the reported decrease in pressure issue as the device was tested and passed all functional tests. However, both gas supply and smoke evacuation indicator led's ( light-emitting diode) on the front panel were on at the same time; the pc board of the front panel was defective. Also, the power switch was the old version. The device was purchased on january 9, 2013 with previous repair records.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility, during an unspecified diagnostic procedure the high flow insufflation unit was not holding the gas pressure all the time. No patient injury or harm was reported.